Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: manufacturing location: dsm biomedical ¿ kensey nash / inspected and released by: monument, release to warehouse date: aug 7, 2015, expiration date: march 28, 2017, part number: 615.05.01s, cranios reinforced fast set putty 5cc ¿ sterile, lot number: dsc8450 (sterile). Purchased finished goods traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection, ns061656 rev l, met all inspection acceptance criteria. Certificate of conformance supplied by dsm dated august 7, 2015 was reviewed and determined to be conforming. Sterility parameters documented on certificate were reviewed and gama is specified at 25 min.- 32 max. The max results are documented at 32.0 and 33.2. It is unknown whether exceeding specified maximum may have contributed to the reported complaint condition. This lot met all visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Device history review: aug 18, 2020: DHR reviewed by: mschoenfeld this lot met all visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent an acoustic neuroma resection retrosigmoid procedure. The patient was implanted with an unknown bone plate and putty cement. The patient reported that her balance got worse and had fallen several times in the last six (6) weeks. No further information is available. This report is for one (1) cranios reinforced fast set putty 5cc-sterile. This is report 1 of 3 for (B)(4).